Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
During an ankle arthroscopy, lots of metal particles were seen during use of the burr in the ankle joint. They removed the particles the best they could with suction device. The procedure was completed with same like product.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The device was discarded by customer.

Event description:
During an ankle arthroscopy, lots of metal particles were seen during use of the burr in the ankle joint. They removed the particles the best they could with suction device. The procedure was completed with same like product. Additional information received via email from our affiliate on 1-28-16 indicates the complaint device will not be returned, it was discarded by the hospital.